Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that "while scoping the patient the deficit began to increase rapidly." The physician then noticed a perforation and aborted the procedure. Additional information was received that noted "the patient had a stenotic cervix and the perforation occurred when the physician was trying to pass the internal os with the scope."